Event description:
Our hospital has identified multiple instances of vial coring associated with use of the steel cannula component of the bd twinpak dual cannula device during medication preparation. Coring was directly observed as visible rubber fragments within the syringe following vial access. These events have occurred with multiple medications, including pantoprazole vials, insulin vials, and methylprednisolone vials. In each case, the steel cannula was used to access the vial stopper for medication withdrawal. The coring was detected prior to administration in the reported instances; however, the presence of rubber particulates represents a potential risk for patient harm if not identified prior to injection.